Event description:
It was reported that, "pt called stryker to report that she received bi-lateral knee implants in 2007. Pt is experiencing pain in the right knee. It hurts to walk, sleep and kneel. In the following month, I had a "knee manipulation" but this did not help."

Manufacturer narrative:
Device still implanted. Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.